Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for hub/collar separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and were implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions were implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identifed the most likely root causes and corrective actions were implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions were implemented.

Event description:
It was reported that problems occurred with the bd vacutainer® eclipse¿ blood collection needle when trying to screw the needle into the holder. The device holding the safety cap came off, completely exposing the needle underneath, which made the device unusable. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that problems occurred with the bd vacutainer eclipse blood collection needle when trying to screw the needle into the holder. The device holding the safety cap came off, completely exposing the needle underneath, which made the device unusable. No serious injury or medical intervention was reported.

Event description:
It was reported that problems occurred with the bd vacutainer eclipse blood collection needle when trying to screw the needle into the holder. The device holding the safety cap came off, completely exposing the needle underneath, which made the device unusable. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.